Event description:
The account alleged the side rail is broken and will not latch. No pt impact.

Manufacturer narrative:
The account replaced the side rail ratchet rivet on the side rail end tube to resolve the issue.